Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had right side si joint arthrodesis on (B)(6) 2021 where three implants were installed. The patient later reported radicular pain on the right side. The surgeon determined that the cranial positioned implant was too long and was impinging on the neuroforamen. On (B)(6) 2021, the surgeon performed a revision procedure where he removed the cranial positioned implant and replaced it with a shorter implant of the same type using the explant void. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.

Event description:
The patient had right side si joint arthrodesis on (B)(6) 2021 where three implants were installed. The patient later reported radicular pain on the right side. The surgeon determined that the cranial positioned implant was too long and was impinging on the neuroforamen. On (B)(6) 2021, the surgeon performed a revision procedure where he removed the cranial positioned implant and replaced it with a shorter implant of the same type using the explant void. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."